Event description:
It was reported to st. Jude medical that the pt was in v-fib and coded and the ICD did not deliver therapy. The pt had to be externally rescued. Faxed electrograms showed >255 aborted therapies and noise. The ICD was turned off and will be explanted at a later date. It was reported to st. Jude medical that the pt expired on the next day after the event date. The lead was not believed to be a contributing factor to this event. However, analysis revealed insulation damage. It is unknown if the leads contributed or caused the failure in the device.